Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced inflammation and redness at the implant site. The recipient's device was explanted. The recipient was hospitalized for 10 days and prescribed amoxicillin-clavulanate for 15 days post-operatively. The recipient is doing well.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the fantail and near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced an infection, inflammation, and redness at the implant site.